Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarms no delivery every time she delivers a bolus. Customer was unable to troubleshoot at the time. Nothing further reported.